Event description:
It was reported that the paramedics were called to assist a customer with low blood glucose. Caller stated that the insulin pump is cracked and buttons are sticking. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Unit received with cracked reservoir tube. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarms and buttons not responding.